Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was discovered that the right ventricular lead exhibited loss of capture. The physician suspected that the patient had an infarction that might have caused the non-capture for the lead. The lead was explanted and replaced. The patient was in stable condition.